Event description:
Consumer reported found 1 pen needle to clog this morning. Used the pen needle on 2 different kwik pens. Discarded the first pen. Informed caller to call lilly and provided their phone number. Dc lot # 3045498. Catalog# 320550. Date of event 02.23.2024. Sample status awaiting sample . Cs0070071/00018908.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to d3 (country type, country), h6 (component code, investigation findings, investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.